Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In the absence of actual or representative sample, further investigation was not able to perform to identify the actual root cause of this defect. Therefore, this complaint could not be confirmed.

Event description:
Customer reported that small hole in the catheter shaft urine leaks. Patient needed a urinary catheter after penile surgery. The patient was slightly fixed and the catheter was also fixed in such a way that no tension came on it. After 3 days the catheter was leaking and urine leaked through a small hole a few centimeters below the bifurcation at the stopper. At the point where the catheter and the attachment point for blocking cross, i.e. Distal from the catheter at the end. The catheter was thrown away. The same incident happened a few days later with the same catheter model.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer reported that small hole in the catheter shaft urine leaks. Patient needed a urinary catheter after penile surgery. The patient was slightly fixed and the catheter was also fixed in such a way that no tension came on it. After 3 days the catheter was leaking and urine leaked through a small hole a few centimeters below the bifurcation at the stopper. At the point where the catheter and the attachment point for blocking cross, i.e. Distal from the catheter at the end. The catheter was thrown away. The same incident happened a few days later with the same catheter model.